Manufacturer narrative:
Serial number and product UDI# updated.

Manufacturer narrative:
Previously reported on pr (B)(4) with MFR report #3003832357-2024-00482. Device investigation is pending the return of the device. Device investigation will take place on pr (B)(4).

Event description:
It was reported to philips that the device will not power up. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.